Event description:
A home monitoring alert was generated indicating that this lead had an impedance of greater than 3000 ohms. Testing of the lead in all possible pacing configurations through the device did not yield capture at any output. This lead was explanted. The explanting physician has requested that a letter indicating the location of the lead integrity issue be sent to him.